Event description:
As reported, a patient died from an apparent pulmonary artery perforation, while a swan-ganz catheter was in place. The patient was being treated for acute myocardial infarction with cardiogenic shock. The hospital indicated that "the catheter was inserted in accordance with the best practices in the evening of the (B)(6) position was checked with an x-ray, balloon was inflated with 1.5 ml (syringe fitted with a stop). Hemodynamic investigations were conducted smoothly and treatment adjusted. Systematic x-ray was performed in the morning of the (B)(6) and after manipulation in patient, massive hemoptysis (with desaturation) occurred. X-ray performed at this time shows the catheter was inserted too deep." The patient "suffered bradycardia and died" an autopsy was not performed.

Manufacturer narrative:
The device was discarded at the hospital and will not be returned for evaluation. A review of the manufacturing records indicated that the product met specifications upon release. Review of the available information suggests that clinical factors appear to have affected the position of the catheter, resulting in the events described. No actual malfunction of the device is identified in the report. No actions will be taken at this time.